Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No other damages or defects were observed that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had to go to the hospital due to not feeling well, high blood glucose levels reading at 377 mg/dl with ketones present. Upon inspection it was noticed that the cannula was bent. There were no further information to the hospital visit or to the patient's treatment. The pod was worn between 36 and 48 hours on the abdomen.